Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the leads were not able to be placed in the target location. Adjustments were made and the original leads were able to be placed. No patient complications have been reported as a result of this event.